Event description:
Customer has used the xylene product for over 40 years and always experienced a reaction to it, such as asthma and other respiratory ailments. Upon using this particular lot her symptoms became more serious with periods of blackout, nausea, irregular heartbeat. Cardiologist diaagnosed aterial fibrillation and prescribed heart medicaation. Customer doing fine.